Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a microsensor (ID 826631) showed an error display: ¿unable to confirm transducer. Please check connection¿ after the product was implanted. "Operation check of both main body of the intracranial pressure (icp) and cable were performed using icp sensor sample, and no issues were found." The right value was not displayed therefore, the product was removed. According to the information provided, it is unknown if the patient experienced any signs and symptoms due to the error.

Manufacturer narrative:
The microsensor (ID (B)(6)) was returned for evaluation. Device history record (DHR) - the product code 826631 with lot 6791340 and sn (B)(6), conformed to the specifications when released to stock. Failure analysis - received catheter with no sensor; catheter stretched 9cm from proximal end of catheter. Icp express read no transducer detected. No further testing possible. The issue of the complaint was confirmed. Root cause - the supplier could determine the cause of the issue to be mishandling.

Event description:
N/a.

Manufacturer narrative:
Additional information received: "the fracture of the icp sensor occurred inside the patient¿s cranium. There is a possibility that the product was damaged by cranium when explanting it. All the fractured parts were recovered."